Event description:
It was reported by service report that the head end jack was drifting. The customer reported they did not know if there was pt involvement or if there were adverse consequences to report.